Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for the event. The patient was treated with amikacin injection (250mg every alternate day, discontinued), vancomycin injection (1gm every three days, discontinued) and ceftazidime injection (1g daily for 5 days, discontinued) for this event. At the time of this report, the patient recovered from this event it was reported that the patient retraining was completed. On the proper aseptic technique. No additional information is available.